Manufacturer narrative:
(B)(4). Visual inspection of the capio slim device found that the riveting pins, cage and the head were observed to be in a good condition. However, the carrier was observed to be partially exposed when it was returned. The carrier was actuated three times and it extended without any issues, however, it failed to retract due to the misaligned carrier that was observed during the inspection. Therefore, the report complaint of "suture failure to release" is not confirmed. No deployment suture was received. Based on the provided and collected information; during the product analysis, it was observed that the device had the carrier misaligned causing the device to have a zig zag movement. However, the suture was loaded and the dart did not protruded from the distal section of the head, then the handle was actuated and the carrier deployed penetrating properly the needle into the catcher and then the carrier did not return smooth; the failure found (carrier zig zag movement and carrier retraction problem) could have been caused by the bent observed in the x-ray, it is important to mention that several attempts and an excess of tension applied to the suture during the actuation of the device could generate the core wire bent affecting the performance of the capio and contributing with the failure faced by the customer. Therefore, the most probable cause for this complaint is adverse event related to procedure a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation right, anterior repair and cystoscopy procedure performed on (B)(6) 2021. During the procedure, the suture was sticking and it was not touching on the other side (cage). The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The investigation results revealed that the carrier failed to retract; therefore, this is now an MDR reportable event.